Manufacturer narrative:
The philips remote service engineer (rse) spoke with the customer. The customer confirmed that the audio cable was loose and reconnected the cable to resolve the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that there was no audio. The device was in use on a patient at the time of the event. There was no adverse event reported.